Event description:
It was reported that during a 'hemorrhoidopexy' procedure, did not cut correctly, could not be removed out of the 'situs' correctly, damaged the staple line. Sutured by hand. No further information is available. There was no consequence to the patient.

Event description:
It was reported that during a "hemorrhoidopexy" procedure, did not cut correctly, could not be removed out of the "situs" correctly, damaged the staple line. Sutured by hand. No further information is available. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.